Event description:
The customer called to report she activated a new pod on (B)(6) 2013, at 10 am. Her blood glucose measured 161 mg/dl, at 5:04 pm, 147 mg/dl, at 7 pm, with no boluses reported. Before going to bed at 10:30 pm, her bg was reading 197 mg/dl and she gave a bolus of 2.40 units of insulin. At 5:40 am, her bg was 334 mg/dl, so she gave herself a correctional bolus 5.8 unit of insulin. Upon deactivation she noticed a bent cannula.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."